Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, severely tortuous proximal to mid right coronary artery (rca). The physician attempted to place the 4.00x20 mm liberate bare metal stent, but was unable to cross the lesion. Upon withdrawal, resistance was felt at the ostium of guide catheter. When the stent was removed, the stent edge was lifted up. The procedure was completed with another taxus stent. No pt complications were reported. Patient status reported as "good".